Event description:
The surgeon placed a 4.0 x 20 liberte stent in the distal portion of the rca. He was unable to fully extend the stent after deploying it. After multiple balloon inflations it was determined that the balloon was lodged in the stent. Multiple attempts to pass different guide wires as well as a snare were all unsuccessful at retrieving the balloon. The pt. Ultimately had to go to the o.r. For foreign body removal.